Manufacturer narrative:
(B)(4). The patient was reported to be chinese. The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. Treatment for the event was not reported. The outcome for the peritonitis is unknown. No additional information is available at this time. This is report 2 of 3 involved in this event.